Manufacturer narrative:
B3. Date of event the exact date of the event is unknown.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) had the control pump migrated to the pelvic area, making it very difficult for the patient to use the device as usual (not impossible). The physician tried to move the control pump back to its original position, without any success. The patient has also been experiencing some pain. The revision is scheduled for (B)(6) 2024, where the patient will receive a new aus device. There was no additional patient complications reported at this time.